Event description:
It was reported that during insertion for pulse field ablation (pfa) procedure a faradrive was selected for use. It was reported there was air ingress noted during farawave insertion inside the flush port. No air was aspirated when the faradrive was inserted inside the patient, but air was detected when backflow was performed after inserting the farawave. No patient complications were reported.

Manufacturer narrative:
It was indicated that the device has been returned for evaluation, currently pending device analysis. Once the device analysis is completed, a supplemental medwatch will be filed.